Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve into a tricuspid valve with severe calcifications and annulus sizes perimeter of 82.1 millimeter (mm), derived diameter of 26 mm (diameters minimum 24.5 mm, maximum 29 mm), the fluoroscopy check passed with no misloading and no overlap of the inflow part. A pre dilation of the aortic valve was performed with a 23 mm balloon. Upon first release, the valve was judged to be in a low position. Therefore the valve was recaptured, repositioned and released. At that point, paravalvular leak (pvl) was noticed with a corresponding sort of infolding. A post dilation was then performed with a 25 mm non-compliant balloon, which fixed the pvl and the infolding. No additional adverse patient effects were reported.

Event description:
Additional information was received that the valve was recaptured two times. The severity of the paravalvular leak (pvl) that occurred was moderate to severe. Per the physician, valve calcification contributed to the infold. No procedural delay was noted to have occurred as a result of the infold.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review: intra procedural fluoroscopic images were provided for review. The patient¿s executive summary was not provided for anatomical review. Fluoroscopic valve load inspection images were received, and confirmed a good load. A pre balloon aortic valvuloplasty was performed prior to valve implant as seen on imaging. The valve was attempted to be deployed but was considered too deep and warranted a recapture. There was no evident infold noted with the second deployment attempt. The valve depth was approximately 4mm at the non-coronary cusp, and 10mm at the left coronary cusp. The valve was released and subsequent aortogram revealed significant paravalvular leak. Another view revealed frame under expansion versus infold. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. In this case, it is possible the valve appeared to be under expanded rather than infolded. A post balloon aortic valvuloplasty was performed, which appeared to have improved the under expansion and paravalvular leak. Updated h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID envpro-16 (lot: unknown); product type: 0195-heart valves; implant date n/a; explant date n/a, product ID l-envpro-16; product type: 0195-heart valves; implant date n/a; explant date n/a. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.